Event description:
Due diligence has been completed for this complaint. As of the date of this report, the device has not been received for further investigation. This investigation shall be closed and if this device becomes available in the future the complaint will be re-opened and an evaluation shall be performed.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported to staff: last night I had a patient that I started two different IV drips with 2 different pumps, at the same time. The pictured flagyl drip was programmed to run over 60 minutes, and the other drip was programmed to run over 30 minutes. When the 30 min drip alarmed that it was finished, I went into the patient's room to dc the drip and flush the line. When I walked into the room, the IV pump running flagyl was frozen, and the red light on top was flashing. It was not emitting any sort of audible alarm. The IV pump was completely frozen and would not allow me to unlock the screen or do anything to it. The most concerning part is that the bag of flagyl IV fluid was completely empty. In summary, the IV pump had frozen 13 minutes into the infusion, and free-flowed the entire bag of flagyl into the patient. The patient had no changes in vital signs and no apparent harm was done. However, if this had been an infusion of insulin, heparin, diltiazim, levophed, or any number of other medications we frequently use in the ER, it most probably would have resulted in a sentinel event. Could you please pass this on to whomever manages the IV pumps, and have this looked into? I reported this to brandon, our charge nurse last night, and he is placing a midas. Please let me know if you need any other information. Reached out to staff twice to get serial # and logs from pump. A preliminary review of the logs identified the following issue: overdose and frozen pump an active infusion not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.